Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported events, as well as a direct correlation to heartmate ii lvas, serial number (B)(6), could not conclusively be determined from this evaluation. It was reported that the patient went to emergency room with left lower quadrant abdominal pain radiating to the left flank and groin, which was described as ¿intermittent squeezing¿ with varying intensity. Reportedly, the patient had dark brown urine. The patient¿s international normalized ratio (inr) fluctuated for a month, on (B)(6) 2020 inr was 1.4 and the patient was treated with lovenox and warfarin. The patient¿s inr the following two weeks was 2.2. On (B)(6) 2020, the patient¿s inr decreased to 1.5 and they were treated with warfarin at 11.25 mg x 1 dose, then returned to current warfarin dose. The patient had random pi events and elevated flow. They had symptoms of dark urine, decreased appetite and nausea. Additionally, the patient¿s lactate dehydrogenase (ldh) was 1082. A CT scan of abdominal and pelvis regions showed bilateral renal infracts. After treatment with heparin, the patient¿s ldh decreased. The patient remains ongoing on heartmate ii lvas, serial number (B)(6). No product is available for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump was shipped on 08sep2014. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) are currently available. Section 1 ¿introduction¿ of this document lists hemolysis as an adverse event that may be associated with the use of heartmate ii lvas. Additionally, section 6 ¿patient care and management¿ lists hemolysis as a potential risk/adverse event that may be associated with the use of heartmate ii lvas. The IFU also states that elevated ldh levels without clinical signs of hemolysis could be a potential sign of pump thrombosis. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had abdominal pain and flank pain. The patient reported dark urine. There is a concern for a clot in the pump. The patient's international normalized ratio (inr) was 1.4 and was treated with lovenox and warfarin on (B)(6) 2020. The inr dropped to 1.5 and was treated with warfarin on (B)(6) 2020. The patient's had a high lactate dehydrogenase (ldh) at1082. The patient had a computer tomography scan (CT) of the abdomen and pelvis. The patient was placed on a heparin drops, and the ldh is dropping. Upon review of the log files technical services noted that there were no notable alarm conditions or parameter changed. The pump was functioning as intended.